Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. (B)(4) evaluated the device found that it was returned in pieces and could not be tested. This conditions is indicative of misuse/abuse of the equipment. If add'l info is received, a supplemental report will be sent. (B)(4).